Manufacturer narrative:
No device malfunction was reported. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver-directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."

Event description:
A 74-year-old female with a history of colorectal cancer metastatic to the liver underwent histotripsy treatment on (B)(6) 2025, targeting segment IV. Four overlapping lesions were treated with a total planned treatment volume (ptv) of 111 cc. The procedure was completed without device malfunction or intra-procedural complications. The histotripsy treatment included an area abutting the gallbladder, with portions of the gallbladder encompassed within the ptv. The treating physician proceeded with full awareness of the potential risk of hemorrhage associated with gallbladder involvement, which was observed in the CT immediately post procedure. Hemoglobin remained stable and the patient exhibited no signs or symptoms of cholecystitis until (B)(6) which was managed by placement of a percutaneous cholecystostomy tube on (B)(6). At the time of treatment, the patient was actively receiving capecitabine, oxaliplatin, and bevacizumab, with no treatment holiday. Following the procedure, the patient developed acute kidney injury (aki), with creatinine rising to 2.85 mg/dl and egfr declining to (B)(6). She remained anuric and required initiation of dialysis on the same day. As of (B)(6), she remains hospitalized, requiring intermittent hemodialysis with no evidence of renal recovery or creatinine clearance between dialysis sessions. Discharge planning is underway, with anticipated transfer to a rehabilitation facility or skilled nursing facility capable of providing dialysis. She has no other systemic symptoms, and her liver function tests normalized quickly post-procedure.